Event description:
It was reported that an infection occurred. Vegetation was noted on the leads. The implantable pulse generator (ipg) system was explanted and replaced with a temporary pacing wire. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2013. (B)(4).